Event description:
It was reported that during central processing, the fenestrated bipolar forceps had defective insulation on the black wire. The wire appeared to be merged or blended. There was no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by a failure analysis engineer. The conductor wire was found to have the insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument has 13 remaining uses. A review of manufacturing history indicated no related non-conformances. The damaged insulation was found to exhibit an indentation and a layer of insulation appeared to be cut. A line pattern mark was also observed suggesting that something rubbed against the insulation. The additional findings of main tube and bipolar yaw pulley scratch marks/abrasions were found to be unrelated to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire insulation. The conductor wire was found gouged with no exposed internal wire. No thermal damage was observed and there was no missing piece of the insulation. The instrument passed electrical continuity test. Further evaluation found the fenestrated bipolar forceps instrument had scratch marks/abrasions at the edge of the bipolar yaw pulley on one side. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.086¿ - 0.151 in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.